Event description:
It was reported by customer that channels errors have happened to him 2-3 times in the past six months. These errors usually occur if they are adjusting an infusion, adding a pump to the system, or if they just ¿tap¿ the pumps, stating these errors can happen seemingly spontaneously. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue that device had channel errors was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that channels errors have happened to him 2-3 times in the past six months. These errors usually occur if they are adjusting an infusion, adding a pump to the system, or if they just ¿tap¿ the pumps, stating these errors can happen seemingly spontaneously. This was reported to bd representatives during their site visit. There was patient involvement but no harm.